Event description:
The user stated a physician was complaining about pt magnesium results running high. User provided results from multiple samples obtained from six pts run over several days of which only seven results from three pts were discrepant. All results area in mg per dl. All samples were collected in 0.5 ml "pedi" lithium heparin green top tubes and poured into cobas cups after centrifugation. On (B)(6) 2009, initial result gave 3.3. Sample was pulled and repeated once on (B)(6) 2009, giving 1.5. On (B)(6) 2009, a second sample obtained from the pt was tested initially giving 3.2. The same sample was pulled and repeated once on (B)(6) 2009, giving 1.5. These samples were in 7 ml heparinized tubes. The erroneous results were reported. No pts were adversely affected. On (B)(6) 2009, the field application specialist ran a pooled plasma sample 10 times on this analyzer with results of 3.5, 3.1, 3.5, 3.1, 3.0, 2.5, 3.4, 2.9, 3.9 and 3.6. The sample specimen was run 10 times on the other integra at the site with results of 1.9, 1.9, 1.9, 1.9, 2.0, 1.8. 1.8, 1.9, 1.9 and 1.9. The field service representative determined the cause to be the plasma samples or an undetermined interference. He verified the analyzer operation by running a precision check test with acceptable results.

Event description:
The user stated a physician was complaining about pt magnesium results running high. User provided results from multiple samples obtained from six pts run over several days of which only seven results from three pts were discrepant. All results area in mg per dl. All samples were collected in 0.5 ml "pedi" lithium heparin green top tubes and poured into cobas cups after centrifugation. Each sample for pt 1 and 3 were repeated a second time on another integra 800 "b", at customer site. On (B)(6) 2009, initial result gave 4.0; repeated twice same day giving 1.9 on both i800 analyzers. The erroneous results were reported. No pts were adversely affected. On (B)(6) 2009, the field application specialist ran a pooled plasma sample 10 times on this analyzer with results of 3.5, 3.1, 3.5, 3.1, 3.0, 2.5, 3.4, 2.9, 3.9 and 3.6. The sample specimen was run 10 times on the other integra at the site with results of 1.9, 1.9, 1.9, 1.9, 2.0, 1.8. 1.8, 1.9, 1.9 and 1.9. The field service representative determined the cause to be the plasma samples or an undetermined interference. He verified the analyzer operation by running a precision check test with acceptable results.